Manufacturer narrative:
The device was returned for analysis. The entrapment of device, difficult to open or close could not be confirmed due to the condition of the device and cannot be replicated in a lab environment. The material separation was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the electronic perclose proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide suture mediated closure (smc) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU violation contributed to the reported difficulties. The root cause of the reported difficulties cannot be determined. The subsequent treatments are related to circumstances of the procedure. In this case, based on the information reviewed, it is possible, the foot interacted with tissue preventing closure. Full separation then likely occurred during twisting during device removal, however this cannot be confirmed. Separated or broke guide would lead to the entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed emdr report, additional information was received: an anterior foot break not returned was found during evaluation of the returned device. The location of the detached foot is unknown. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was attempted using a proglide device after an interventional ablation procedure with a 6f sheath. Reportedly, closure of the left common femoral artery (lcfa) was attempted using a non-abbott device; however, this device failed to achieve hemostasis. Therefore, contralateral access was gained at the rcfa in order to address the lcfa access site. Afterward, closure of the rcfa was attempted using the proglide device; however, after deploying the device, the footplate failed to fully retract. Despite this, the operator attempted to remove the device by rotating the device 180 degrees at which point the device separated at the junction between the proximal and distal guide. The patient was transported to the operating room where surgical intervention was performed to remove the device. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay due to surgery. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 clarifier - incorrect removal. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.